Event description:
According to the reporter, the device was programmed for 180ml/hr and the volume was set for 280ml, and when the pump alarms for feeding complete there was 20-25ml of feed still left in the bag.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿device was programmed for 180ml/hr and the volume was set for 280ml, and when the pump rings that feed was completed there was 20-25ml of feed still left in the bag.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.